Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016 the lay user/patient contacted lifescan (lfs) alleging an issue with the meter settings of his onetouch ultramini meter. The complaint was classified based on the customer service representative (csr) documentation. The patient stated that the alleged meter settings issue began on (B)(6) 2016 at 10am when he found he was attempting to perform a blood glucose test whilst the meter was in settings mode. The patient stated that he manages his diabetes using insulin (self-adjusts) and reportedly reduced his food/drink consumption on (B)(6) at 10am in response to the alleged issue. The patient reported experiencing symptoms of lightheaded and frequent urination approximately 1 hour after the alleged issue began, and denied receiving any form of medical intervention in response to the reported issue. At the time of troubleshooting, the csr confirmed that it was not the patient's first use of the device and was able to resolve the issue by walking through a re-test. Replacement products have been sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a severe hyperglycemia after the alleged meter issue began.

Manufacturer narrative:
The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.